Event description:
Info received from a physician regarding a pt with a history of osteoarthritis and rheumatoid arthritis. The pt had received synvisc in bilateral knees 1 year ago with good clinical outcome. On 4/28/00 pt received bilateral knee injections of synvisc in a repeat treatment series. On 4/30/00 the pt presented to the emergency room with complaints of pain and swelling in the left knee and fever. Arthrocentesis was performed and synovial joint fluid cultures revealed strep viridans. The pt was started on a six week course on IV antibiotics. Pt was transferred to a nursing home for completion of IV antibiotics as pt was rather debilitated due to rheumatoid arthritis as well as osteoarthritis and family could not manage the pt at home with IV antibiotics. Of note; the physician reports a recall of betadine prep pads used in the office at the time this pt was treated.